Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had to have an ins replaced due to a recharging issue. The replacement occurred three to four or six months prior to (B)(6) 2016. The patient's name was withheld but it was noted that the patient lived in new mexico. The consumer gave a conflicting report that it was either the ins or the recharger that was replaced. It was noted that the consumer might email the patient to get additional information.